Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received one unused sample and 10 photos from the customer in support of this complaint. The sample was functionally tested and the issue of loose cap was not observed. The photos show the process of testing the tube with no issues being identified. Additionally, 100 retention samples from the bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were functionally tested with no issues relating to the hemogard closure assembly being loose or separating during or after the testing was completed. Bd was unable to confirm the customer¿s indicated failure mode with the sample and photos returned, and the failure mode could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out or a loose closure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the cap was loose and did not fit properly upon recapping."